Event description:
Patient on alaris pump; infusing. Began to beep with system malfunction error message on screen. Pump was exchanged, tagged, and biomedical engineering was paged as instructed on incident report for equipment involved. Charge rn notified. Manufacturer response (as per reporter) for infusion pump, alaris se pumpawaiting response